Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was associated with a pocket infection. Surgical intervention was performed, and the ICD was explanted and disposed of at the hospital. No additional adverse patient effects were reported.